Event description:
A user facility biomedical technician (biomed) reported to fresenius that a burnt wire was identified within the aquabplus reverse osmosis (ro) system. The biomed initially contacted fresenius for assistance with troubleshooting a t1 test failure. Error f-04-51-04 was received along with the message "t1 test pump p1s defective." There was no patient involvement regarding the reported issue. The biomed was advised by fresenius to replace the motor protection switch (mps) and wiring harness and to place the ro system in emergency mode. Upon follow-up, the biomedical technician stated that the mps and wiring harness were replaced. The burnt wire was discarded and is unavailable to be returned to the manufacturer for physical evaluation. There were no loose wire connections at the mps. There were no issues with the local power supply nor the pretreatment system.

Manufacturer narrative:
Plant investigation: no samples were returned to the manufacturer for physical evaluation. However the manufacturer confirmed the reported event based on the provided information. The complaint investigation determined that the likely cause of the thermal damage was a loose electrical contact at the motor protection switch. In such an instance the pump will run only with two line conductors, resulting in higher current and higher thermal energy. The cable lugs at the motor protection switch can get overheated and discolored by the released thermal energy at the bad electrical contact. This is a known failure. Corrective actions have been defined and implemented for this known failure. The wiring was redesigned and released. The device was built before the improvement of the design. In this instance the switch and connected wiring were replaced to resolve the reported issue. It is recommended, if not already done, to replace the motor protection switch and black connection wires against the improved design in stage 1 and stage 2.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a burnt wire was identified within the aquabplus reverse osmosis (ro) system. The biomed initially contacted fresenius for assistance with troubleshooting a t1 test failure. Error f-04-51-04 was received along with the message "t1 test pump p1s defective." There was no patient involvement regarding the reported issue. The biomed was advised by fresenius to replace the motor protection switch (mps) and wiring harness and to place the ro system in emergency mode. Upon follow-up, the biomedical technician stated that the mps and wiring harness were replaced. The burnt wire was discarded and is unavailable to be returned to the manufacturer for physical evaluation. There were no loose wire connections at the mps. There were no issues with the local power supply nor the pretreatment system.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.